Event description:
A customer reported a complaint of high readings on their xtra blood glucose meter used in a hospital. A reading of 258 mg/dl was obtained compared to a laboratory reading of 88mg/dl. The readings were taken within a ten minute timeframe. When plotted against each other on a parkes error grid, the readings fall in the 'c' zone showing the difference to be clinically significant.

Manufacturer narrative:
There was no report of death, serious injury or mistreatment. The customer's meter and test strips have been requested for investigation.